Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during infusion. The expected therapy time was 46 hours, but the infusion finished approximately 6 hours faster than expected. The device contained 40 ml fluorouracil (5-fu) and 109 ml saline having a total volume of 149 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.